Event description:
After 2-3 weeks of implantion this device was explanted due to infection.

Manufacturer narrative:
(B)(4), 2012. A response from the manufacturer is pending. (B)(4). Since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. (B)(4): device was not returned.

Event description:
After 2-3 weeks of implantion this device was explanted due to infection.

Manufacturer narrative:
(B)(4), 2012. A response from the manufacturer is pending. Device was not returned.